Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert. The customer¿s blood glucose level was 316 mg/dl at the time of incident. The customer reported that this was second occurrence that they did not receive a low battery alert prior to the replace battery alert. The customer was reported that the insulin pump had power error detected alarm. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.